Event description:
The customer contact reported the patient received less medication than intended. At approximately 1000, the primary line was programmed to deliver 0.9% normal saline at a rate of 125ml/hr with an unspecified volume to be infused (vtbi). The secondary line was programmed to deliver omeda 4mg/100ml at an unspecified rate with a vtbi of 100ml and the delivery was started. After approximately 15 minutes, it was noted that "there was at least 75% of the omeda left in the bag." It was reported that the infusion should have been complete at the time. The device was removed from the clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.